Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney's report of patient's alleged "severe, serious and permanent injuries," "pain and suffering attendant to the implantation of a mesh screen," that was "of such a poor and defective quality that it would cause serious physical injury to the patient.